Event description:
The facility states the resident was being transferred from a bed to a recliner. The facility states the wheels were not locked and the legs of the lift were partially spread open. The lift allegedly tipped over while moving between the bed and the recliner, causing the resident to strike his head on the boom of the lift. Serious injury is alleged.

Manufacturer narrative:
The complaint, as received, indicates that the wheels were not locked during the transfer and legs were not fully opened and locked. During the transfer, the lift tipped and the patient struck their head and received stitches. Current user guides are clear in instructing as to the proper and safe use of the invacare lift product. Information indicates a transfer error.